Event description:
Caller reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer's blood glucose level. A replacement pump was sent to the customer to resolve the issue.